Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's blood glucose value was 40 mg/dl and 50 mg/dl at the time of the incident. Customer stated that the other blood glucose value was 200 mg/dl, 101 mg/dl. The customer was treated with insulin pump and food. Customer had using insulin pump system within 48 hours of reported low blood glucose and high blood glucose event. Customer does not allege pump was under delivering and over delivering. Customer was using auto mode. The customer was assisted with troubleshooting. The insulin pump will not be returned device for analysis.